Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5524m45 lead, implanted 1998 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited risen and fluctuated thresholds. It was also observed that capture management was adapted to high outputs. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.